Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart would not turn on again. The spine rep disconnected the battery again and it did not resolve the issue. She had replaced the camera cart ups and battery previously and when she left, the system was functioning as intended. No further details available at the time of the call. No patient was present. Troubleshooting information was provided. Technical services (ts) suggested removing back cover from main cart and camera cart. Ts suggested the spine rep to turn the system on and see if issue replicated, to check main cart ups error lights, to power down the system, to confirm the grounding wires were secure, to disconnect one connection to the camera cart ups at a time and see if they were able to get it to power on. If they were able to get the system to power on, investigate cable chain of cable at fault and determine if cable needed to be replaced.  The medtronic representative called to report that the issue still persisted where the camera cart turned off itself during a case. It was mentioned that there was a rare instance where the battery or ups on the main cart would turn off the camera cart. Additional information received reported that the type of procedure was a l4-pelvis fusion. There was a delay in the surgical procedure of 15-20 minutes. Additional information was received. The camera cart turned off when plugged into a known functional electrical outlet.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6), product ID: 9735787, serial/lot #: 19220107, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the main cart uninterruptible power supply (ups) and battery pack failed. The manufacturer representative replaced the ups and battery. The navigation system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. H3, h6: the battery was returned to the manufacturer for analysis. Analysis found that the battery was tested (52.8v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. H3, h6: the ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.